Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4043466. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. If a sample is returned for evaluation, a supplemental report will be filed upon completion of the investigation.

Event description:
It was a reported that a patient who had been using bd pen needles for many years had a needle break off in the injection site when he was removing the device. The patient went to the emergency department and had the needle surgically removed.